Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure for atrial lead revision, the set screw was not able to be tightened due to possible user error. The device was explanted and replaced. The patient is stable post-procedure.